Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during cartridge loading despite customer following mobile app prompts, including confirmed cartridge alarm 30 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed warranty and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.